Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed call tech support and err 121 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.